Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired using a gold load with seam guard and on the third stroke of the sixth firing there was an unusual noise then on the fourth stroke the blade did not return and the device was not able to open. Eventually the device was removed using the release button. This was the last firing of the device so there was no need to pull another device. No adverse consequences reported. On what tissue type was the device used? At what location on the tissue? Stomach on the top. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? 2 green and other gold all with seam guard. Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? Yes. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended; no abnormalities were noted.